Manufacturer narrative:
The device was not returned to zoll medical (B)(4), instead the field representative evaluated the device for the reported malfunction. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log did not show any evidence of the reported malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's multifunction cable would not work. Complainant did not indicate that there was any patient involvement in the reported malfunction.